Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited whitish foreign material inside the air/water-tube and the air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified, and the cause of the foreign material that remained in the air/water channel and air/water cylinder was likely due to the improper reprocessing caused by the leakage from the scope cover. However, a definitive root cause could not be identified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in " gif-ez1500 operation manual chapter 3 preparation and inspection", and preventative measures in " gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.